Event description:
Customer reports system is displaying an artifact in the image and that the footswitch may be defective. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier grid and tightened a screw on the footswitch. System operates as intended.